Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual) issue. The reporter stated that after downloading information at the clinic yesterday, the clinic informed them that the information was " all mixed up" and was told to get pump replacement. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2016 with the following findings: the black box shows dates form (B)(4) 2016. Black box data from date of complaint has been overwritten. Current bb shows no evidence of a time/date issue. A review of tdd history shows the appearance of time/date inaccuracies on (B)(4) 2016 due to time and date manually being set incorrectly. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.